Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing some warmth under the ipg even with it off and the ipg site was irritated. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.